Event description:
It was reported that a multirate infusor was leaking. This occurred during patient infusion with fluorouracil. The reporter stated that the device had leaked solution onto the bedside area and the floor; however, no patient exposure was reported. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: two units were received for evaluation. No defects were observed during visual inspection. A functional leak test was subsequently performed on the two units. During and after fill, no evidence of leak was observed on the two units. The reported condition is not confirmed. The units were working within specification. The lot number 13b073 was manufactured between february 22, 2013 - february 25, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.